Event description:
The customer reported incubator belt jam and reaction vessel (rv) motion errors (rv shuttle, incubator belt, wash carousel) while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. There was no report of impact to patient results. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a reaction vessel (rv) in the path of the wash carousel where it intersects with the incubator belt. This would cause the incubator belt errors and damage to the rv clips. The fse replaced the rv clips and performed alignments of all intersecting devices. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. An internal investigation has determined this lot of reaction vessels (rvs) may cause system motion errors due to a new resin that was implemented in the manufacturing of the rvs. The likely cause of the wash carousel motion/incubator belt motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4). This medwatch report is related to MDR 2122870-2013-00894.